Manufacturer narrative:
(B)(4). G2: foreign: south africa. Diligence is in progress to determine whether the device is available for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the impactor pad fractured. There was no impact to the patient and no adverse events have been resulted due to the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. Visual inspection of the provided images performed. Shows the affected device clearly fractured. Item number is confirmed from the images; however, the lot number is unclear. Unable to perform fracture analysis due to the quality of the images. As the physical product was not returned, no further analysis could be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined. Reported event was confirmed by review of provided photographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.